Manufacturer narrative:
(B)(4). Date sent: 2/2/2022 .

Manufacturer narrative:
(B)(4). Date sent: 12/3/2021. Additonal information we have received a plee60a (lot 209a40) instead of the pve35a originally reported. Could you please clarify if this device belongs to this complaint? If not, could you please provide the correct product complaint number for this device? Yes the device is the correct one.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic nephrectomy the red safety lock was flopping back and forth, would not lock into place, and was not performing its function to keep the device from unintentionally firing. The procedure was completed with a like device. There was no patient consequence.